Event description:
Caller reported that the pump battery would not charge, and no power source alert was received. There was no adverse impact on the customer's blood glucose level. The customer attempted several troubleshooting steps, including using a different wall outlet, adapter, and charging cable, but none resolved the issue. Consequently, technical support decided to replace the pump, confirmed the customer would use mdi as backup therapy, and ensured proper procedures for returning the defective pump.